Event description:
It was reported that this right atrial (ra) lead presented a fracture, so it was subsequently extracted and replaced with a new lead implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing, additionally there was environmental stress cracking 50-65mm from the terminal end. Resistance testing found that the lead was not electrically continuous. X-ray imaging showed a fractured outer coil approximately 235mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicular/first rib entrapment.

Event description:
It was reported that this right atrial (ra) lead presented a fracture, so it was subsequently extracted and replaced with a new lead implanted. No additional patient effects were reported.